Event description:
The customer used the device to check their blood glucose and obtained a result of 453 mg/dl. They dosed their usual 4 units of insulin. One hour later patient wasn't feeling well and went to the hospital. Their glucose was hi on their meter and a lab result was 800 mg/dl. They were treated with an insulin drip and admitted for three hours. Controls were not used on the system. The device was replaced and requested to be returned for eval.